Manufacturer narrative:
Additional information d9, h3, h6, h11. H11: the device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. The device was tested for upstream occlusion detection and was able to properly detect an upstream occlusion. No visual abnormalities that could cause or contribute to the reported problem were observed during evaluation. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The event history log (ehl) review was performed and revealed that the user experienced an "upstream occlusion!" Alarm six minutes after starting an infusion of norepinephrine. The reported condition was not verified. The reported event that the spectrum infusion pump did not alarm "upstream occlusion" as a result of a kinked tube is considered a use error. There is an abundance of information in the spectrum pump operating manual for the user to ensure that IV sets or container vents are properly functioning, that tubing clamps are in the proper positions, and that tubing is free from kinks or signs of collapse outside the pump to prevent undetected occlusions. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump did not alarm for an upstream occlusion during therapy and the patient¿s blood pressure went from hypotensive to hypertensive. The patient was admitted for a gastrointestinal bleed and was receiving ¿40 levophed and 0.04 of vasopressin¿. Shortly after transition from pressors to ¿intensive care unit (ICU) pressors¿, the patient developed hypotension with blood pressure of 50/31mmhg with a mean arterial pressure (map) of 39 for approximately 5 minutes. The dose was titrated up to ¿100 of levophed and 0.08 of vasopressin¿; however, there was no improvement in the patient¿s blood pressure. The patient was then pushed 1mg of epinephrine. At the same time, the levophed was noted to not be dripping and a kink in the tubing was observed in the levophed line. It was further alleged that the pump did not alarm for an upstream occlusion. When the kink was cleared the patient became hypertensive (max of 231/121 with a map of 163) and remained this way for about 5 minutes despite ramping down on carrier/pressor doses. Levophed was switched to another pump with improvement of flow. Patient outcome was not provided. No further information is available.

Manufacturer narrative:
B3 event date: reported as september 2024. Should additional relevant information become available, a supplemental report will be submitted.